Event description:
It was reported that the bd alaris¿ lvp 20d low sorb 2ss 0.2m cv leaked. The following information was provided by the initial reporter: the nurse noticed the tubing was leaking at the filter and discontinued its use.

Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported, that the bd alaris¿ lvp 20d low sorb 2ss 0.2m cv leaked. The following information was provided, by the initial reporter: the nurse noticed, the tubing was leaking at the filter and discontinued its use.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint of leaking from the filter could not be verified due to the product not being returned for failure investigation. Device history record review for model 11532269 lot number 19096335 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 21sep2019. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.